Event description:
Customer reportedly received result of 371 mg/dl on the aviva system and 71 mg/dl on professional device within 10 mins. Low blood glucose symptoms were reported with these results; customer was able to self treat with juice and peanut butter crackers. No adverse event related to the device was reported. Requested return of suspect device and replacement was sent.